Event description:
It was reported that this right ventricular (rv) lead had an infection and erosion with sepsis. Reportedly, the patient also had some discharge coming from the device pocket. Additional information received from other field representative indicates that a revision was performed and rv lead was explanted. The patient was treated with intravenous antibiotics. The patient had an infection that originated on the pocket and samples were sent to the lab. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the rv lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. The allegation was not confirmed. This supplemental is being filed to capture the product investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection and erosion with sepsis. Reportedly, the patient also had some discharge coming from the device pocket. Additional information received from other field representative indicates that a revision was performed and rv lead was explanted. The patient was treated with intravenous antibiotics. The patient had an infection that originated on the pocket and samples were sent to the lab. No additional adverse patient effects were reported.